Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 -15.50 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. The lens reportedly tore during injection/delivery in to the eye and was removed.

Manufacturer narrative:
Additional information: device evaluation - product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic broken and bent. Conclusion code - as per dfu of this lens model, implantation of this lens in a person who is below 21 years of age is contraindicated. This patient was (B)(6) at the time of event. (B)(4).